Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to confirm the reported issue. The ssc touchpad was operating normally after restarting the system. The fse replaced the touchpad of surgeon side console 2 (ssc) 2 as a preventive replacement. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ssc touch screen unit involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The ssc touch screen was installed and tested on the printed circuit assembly (pca) test system. Programming had no issues. System started up without any error. However, the calibration and the touch function were not performing well since the ssc touch screen was not responding immediately with the pressure on armrest. The ssc touch screen was run 10x power cycles. All passed without error, but the non- responsive issue still occurred. There was no error login related in the remote fe logs. The root cause of this failure was attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a single ssc procedure after the start of the procedure due to ssc2 not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure using a dual surgeon side console (ssc) setup, the customer informed the technical support engineer (tse) that the ssc2 touchpad was not responsive. The tse could not find related error upon reviewing the error logs. The tse advised the customer to power cycle the system. However, the customer elected to continue the procedure without the ssc 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no error upon powering on the system. The procedure was completed with ssc 1. The power cycle was not performed during the procedure. It was unknown whether ssc 2 was disabled during the procedure. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.